Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report a no delivery alarm during manual prime. The customer's blood glucose level was unknown. The caller was unable to get insulin to exit the tubing. The caller did not have any back-up supplies at the time of call to complete troubleshooting. The caller was advised to call back to troubleshoot. Nothing was replaced or returned.